Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital due to an episode of syncope. Upon interrogation the pulse generator displayed an -invalid parameters detected- error message. The device was rebooted and found to be pacing at 70 pulses per minute vvi. The pulse generator was then reprogrammed without issue.